Event description:
The customer reported to the philips response ctr (rc) that mrx device was displaying a message that the co2 (etco2) calibration was due; however, the etco2 calibration was not due until (B)(6) of 2015. There was no report of pt involvement and there was no adverse pt impact.

Manufacturer narrative:
(B)(4).